Event description:
It was reported by the clinician that the catheter was placed in the right arm of a male patient in his (B) (6) in the intensive care unit. After the catheter was in place for 2 hours, the nurse flushed the catheter, at which time, an approximately 8mm hole "blew out" the catheter in the section outside the patient's body. The catheter was dressed with opsite dressing and is still in place and being used. The clinician reported as long as the infuse slowly the catheter works properly. There have been no patient complications reported.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.